Manufacturer narrative:
The hospital has declined service to this unit. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a bellows malfunction, possibly causing a loss of mechanical ventilation. There was no report of patient involvement.